Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the control printed circuit board (pcb) needed to be replaced. The biomed stated that he replaced the breathing control pcb and then needed software installed. The field service engineer (fse) confirmed that the ventilator did not function due to software incompatibility and reinstalled system software to match all existing units in the facility. The ventilator now passed all tests and calibrations to manufacturer standard and was released for clinical use. No faulty part was returned. The evaluation of received device logs shows two occurrences of a technical error code indicating error in the internal memory on (B)(6) 2021, in connection with pre-use check and start-up. (B)(6) will be used as the date of event. The error codes were followed by a message saying that persistent ventilatory settings were corrupt. If this error code remains, it indicates a hardware error and the recommendation is to replace the breathing control pcb. If a defect related to the reported technical error code appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The conclusion is that technical error codes possibly indicating a hardware problem with the control pcb were found in the device logs. The biomed replaced the control pcb and the fse performed a software update. As no faulty part was returned for investigation, the root cause could not be determined.

Event description:
It was reported that the control printed circuit board was needed to be replaced. There was no patient harm. Manufacturer's ref. #: (B)(4).